Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident exceeded 200 mg/dl. Troubleshooting was initiated and it was confirmed that the alarm occurred during manual prime. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed insulin exited the tubing; however, a no delivery alarm occurred. The reservoir was then changed and the pump was able to deliver insulin without incident. The customer was advised that changing the reservoir resolved the issue. The reservoir and infusion set will be returned for analysis and replacements of each product was sent to the customer.